Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high troponin (accu tni) results generated by the synchron lxi 725 clinical system for two patients. Patient 1: the initial result was 1.55ng/ml. The sample was retested twice and results obtained were 0.29 and 0.24ng/ml, respectively. The result of 0.24ng/ml was reported out of the lab. Patient 2: the initial result was 0.98ng/ml and 0.01ng/ml upon repeat. The sample was tested on a different instrument and a result of 0.02ng/ml was reported out of the lab. The erroneous results were not reported out of the lab, and there was no injury or change in patient treatment associated with this event.

Manufacturer narrative:
The specimens were collected in plastic bd lithium heparin plasma tubes with gel separator. The samples were centrifuged at 4,500 rpm for 8 minutes at room temperature. Samples were described as "normal" in appearance. Initial testing was performed from the primary tubes and samples were transferred to an aliquot and re-processed before repeat testing. Qc was in range before and after the event. A system check run on (B)(4) 2009 failed initially and then passed upon repeat. A field service engineer (fse) was dispatched: the fse replaced sample probe and performed alignments. The fse ran a system check and qc with good results. The fse returned next day and checked all alignments and conducted a diagnostic testing. No clear root cause for this event has been determined to date. A malfunction will be assumed for the purpose of this report.